Manufacturer narrative:
(B)(4). Brand name: modular neck g2 12/14 neck taper use with +0 heads only. (B)(4). Report source: foreign source - (B)(6). Concomitant medical products: item# 00771301000 modular femoral stem press-fit plasma sprayed cementless size 10 lot# 64025682. Item# unknown, unknown liner, lot# unknown. Item# unknown, unknown cup, lot# unknown. Item# unknown, unknown head, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01310.

Event description:
It was reported that the patient underwent revision due to the neck component disassociating from the stem component approximately 1 week post initial implantation. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.